Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2014-20036. Further follow up identified the patient's issue of numbness and pain in the left leg has resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2014-20036. It was reported during the patient's trial procedure the patient experienced numbness and pain in the left leg. The physician pulled out the leads and assessed the symptoms. The physician requested an MRI. A radiologist found bulging disk near where the trial leads were placed.